Manufacturer narrative:
Patient previously had 3 tattoo removal treatments with picosure and experienced no reported issues post treatment. Death or injury could not be confirmed. It is unknown at this time if the tattoo removal treatment is related to death of patient. It is also unknown if the patient developed an infection post treatment. Device was evaluated and confirmed to be operating within specification. The device history record confirms that the product passed and met all requirements before releasing. Cynosure's clinical operations team followed up with the customer and determined the complaint to be inconclusive. There is no evidence that the device contributed to patient incident. Cynosure will be reporting this event out of an abundance of caution.

Event description:
A report was made that a patient developed blood poisoning and died after a tattoo removal using picosure.